Event description:
It was reported that "guidewire was shredded during the procedure, causing the catheter to rupture".

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewk1533 showed not other similar product complaint(s) from this lot number.